Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: (B)(6) 2010. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Journal article received: dynamic hip screws for unstable intertrochanteric fractures in elderly patients-encouraging results with a cement augmentation technique; lee p.-c., hsieh p.-h., chou y.-c., wu c.-c., chen w.-j.; journal of trauma- injury, infection and critical care. 2010 apr; 68 (4): 954-964; reported: a prospective study of the complications and outcomes of cemented dynamic hip screw (dhs) and conventional dhs procedure to treat unstable intertrochanteric fractures in elderly male and female patients. Fifty five patients were treated with cement augmentation; fifty three patients were not treated with augmentation; mean patient age was 81.9 years. The products were reported as synthes (dhs) and stryker-howmedica (surgical simplex p). Postoperatively, five noncemented patients experienced cutting of the lag screw and underwent total hip replacement. A copy of the journal article is being submitted with this medwatch. This is report 1 of 2 for complaint (B)(4). This report is for an unknown plate.